Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented for device interrogation, the device was unable to get interrogated beyond an initial path. The episodes could not be loaded even after waiting for 45 minutes. Multiple attempts to enable the successful interrogation failed. No intervention was performed. The patient will continue to be monitored.